Event description:
It was reported that this patient presented in the emergency room with chest pain, 3 days post implant of the lead. A CT scan and echocardiogram were performed, confirming pericardial effusion and that this right ventricular (rv) lead perforated the myocardium. The rv lead was surgically removed, and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. This rv lead was returned and product analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The full lead was returned intact. Inspection of the lead body and electrode tip found no anomalies. Helix is retracted. Dried body fluid was noted in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented in the emergency room with chest pain, 3 days post implant of the lead. A CT scan and echocardiogram were performed, confirming pericardial effusion and that this right ventricular (rv) lead perforated the myocardium. The rv lead was surgically removed, and a new lead implanted. The explanted rv lead is expected to be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.